Manufacturer narrative:
Explant date: if explanted, give date: not applicable as the lens remains in patient's eye. Device evaluation the device was not returned to the manufacturer for evaluation as it remains implanted. Device inspection could not be performed. The reported issue could not be verified. Manufacturing records were reviewed and the lens was manufactured according to specification. A search on complaints revealed that no similar complaints were received for this production order number. Based on the investigation results there is no indication of a product quality deficiency. All pertinent information available to the manufacturer has been submitted.

Event description:
A female patient reported poor vision, after implantation of a zxr00 21.5 diopter intraocular lens (iol). The patient indicated that it has been 3 months since her surgery ((B)(6)2017). Patient consulted with her initial physician and with 2 other physicians, but her initial physician states that she needs more time to heal. However, the other 2 physicians stated that she is healed but she should not get the lens explanted. Patient is frustrated, currently there is no indication that the lens will be explanted. Also the patient noted having had bladeless cataract surgery. It was an ocular response analysis (ora) case and verion technology was also used. A follow up was conducted with the patient and additional information was provided. She is experiencing blurriness and also sees a burst of light at night. She cannot function or drive, therefore it has affecting her daily activities. The is unhappy with the outcome of the lens. She has been prescribed glasses and her vision did improve, but she does not like that she must wear glasses when she expected not to with this type of lens. The patient stated she has no other medical conditions and there are no plans to exchange the lens, she doesn¿t want to go through another surgery again. No further information was provided.

Manufacturer narrative:
Additional information was received and it was learnt that the patient has no discomfort. However, she still has to wear her glasses which did improve her vision, but she is dissatisfied because she was told she would not need to wear glasses anymore. The patient stated that she still has no plans to remove the lens as she does not want to go through another procedure again. Device evaluation: the directions for use (dfu) were reviewed. The directions for use (dfu) adequately provides instructions and precautions along with warnings for the proper use and handling of the device. All pertinent information available to abbott medical optics has been submitted.